Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that he was hospitalized for a high blood glucose of 430 mg/dl. The hospitalization occurred on (B)(6) 2017. The patient experienced nausea, vomiting, and abdominal pain. The patient was treated and his blood glucose decreased to 220 mg/dl. The insulin pump was not returned for analysis.